Event description:
Channel c of the pump had a failure and went out of service. The pump was in use on a a pt that was undergoing cardiac surgery. Info was not provided regarding whether or not channel c was infusing at the time of the failure. No pt injury was reported. Although attempts were made by baxter quality management to obtain additional info from the reporting facility, details were not available regarding pt demographics, pt status or diagnosis, medical intervention, set up the pump, medications being used, and failure code that occurred.